Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that the patient was experiencing swelling, pain, and a burning sensation at the device site. Follow-up was conducted with the physician's office and it was noted a pocket revision is scheduled due to a chest x-ray which revealed device movement from the original implant area. Blood work was normal; there is no sign of infection. The device will be reused and positioned sub-muscularly. No further patient complications have been reported as a result of this event.